Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse evaluated and replaced the smart power switch and power control pcb assembly. The number 14 pin key_pwr (12v) of the interconnect cable was also evaluated and found to be creating a short circuit. The interconnect cable was replaced during the service event. The system was tested and found to be working as intended and returned to service.